Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a crack opening, delamination, a fold crease, and brown particles. A leak test was performed and found delamination on the diaphragm valve, and a crack opening on the diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve and a crack opening. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure, and a crack opening on the diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.